Event description:
As reported by the user facility. Customer receiving fluids via gravity through the IV set, a tech noticed the pt's blood was backing up into the line, the nurse went to get the necessary items for flushing the IV line, when the nurse returned noticed that the tubing right above the distal injection port completely came apart from the port. Additional info provided by the facility indicated that when the nurse came back in the room to flush the line, the tubing had come apart and blood was leaking from the pt onto the floor. Blood loss could not be estimated, however, blood replacement was not necessary. The pt suffered no additional adverse sequela associated with this incident. The lot number remains unk and the facility could not make a determination as to the lot number from their inventory.

Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. The set consisted of the universal chamber assembly down to the tubing segment of the middle y-connector assembly. The y-connector assembly and the remainder of the set were disconnected from the tubing and were not returned for evaluation. The o.d. Of the tubing was measured per the applicable design specification and found to be within specification. Traces of solvent on the tubing indicated that the tubing was inserted all the way into the female luer y-connector adapter. Visual inspection indicates that the amount of solvent applied may have been sufficient. No specific conclusions can be drawn.